Event description:
It was reported the threads of 7 locking screws snapped off towards the end of a 2 level plif (posterior lumbar interbody fusion) spine surgery. The surgeon was able to easily visualize and remove the threads from the surgical wound. A confirmation x-ray was performed at the end of surgery. There was no injury to the pt but surgery was delayed an add'l 10-15 minutes due to this. Spare devices were available that functioned properly, the devices were removed and replaced successfully.

Manufacturer narrative:
To date, the devices involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.